Event description:
The product was applied during the closure of an unspecified procedure. The needle broke while through tissue. The surgeon used another suture to complete the procedure. The hosp has reported that no pt injury occurred.